Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the electrogram (egm) markers do not match up with the egm deflections. Troubleshooting was performed. The ipg setting were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.